Event description:
The customer reported that she was hospitalized for high potassium and diabetes ketoacidosis last year. The customer stated that her blood glucose level was too high to read on the meter. Troubleshooting was performed. The customer stated that she does not believe it had anything to do with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.